Manufacturer narrative:
Product is not returned as it is still in service. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was found dislodged. Patient had an ablation procedure and physician stated the lead could have been caught with the catheter. The patient underwent surgical intervention to reposition the lead. No adverse patient effects other than procedure to reposition.